Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer's insulin pump alarmed compromised force sensor system. The customer noticed the insulin squirting out during manual prime process. He noticed the insulin was squirting out even after the act button was pressed. Customer stated the drive support cap was sticking out. Advised customer to discontinue the use of the insulin pump and revert to back up plan. Customer declined troubleshooting for insulin squirting out and damage on the insulin pump. The customer's blood glucose was unknown.